Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that error code 1101 "checkvent: ventilator restarted" was displayed on the system. It was reported that there was no patient involvement at the time the issue was discovered. A philips authorized service provider (asp) evaluated the device. The event log revealed that check vent: ventilator restarted due to anomalies detected during service check and diagnosis code 1101 had been recorded. Upon the customer's request, the repair was cancelled. The device was returned unrepaired. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.